Event description:
It was reported that the customer is a new pump user and woke up with a blood glucose level of 46 mg/dl. Customer's blood glucose level was 83 mg/dl at the time of the call. Customer treated by drinking several glasses of orange juice. Customer stated that they have had ow blood glucose levels before. Customer started out on the pump on monday. Customer gets low blood glucose levels quite a bit. Customer stated that the drive support cap appears to be normal. Customer was not admitted as an inpatient for medical treatment. Customer's most recent set change was on thursday. Customer still has the same reservoir from monday and has about 1/3 of the reservoir full. Customer was advised to monitor their blood glucose levels carefully. Customer stated that the reservoir was manipulated while connected. Customer was advised to monitor the pump and call back if issues persist. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.